Event description:
The customer reported, the system failed to fluoro. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The software was reloaded. The system was tested and found to be working as intended, and put back into service.